Event description:
It was reported that the customer's insulin pump was broken. The customer received a button error alarm. The keypad was unresponsive. Her blood glucose level was 108 mg/dl. The product was returned. Nothing further to report.

Manufacturer narrative:
Reference medwatch 2032227-2014-06067 for additional information. Insulin pump was received with intermittent up button response due to corroded keypad trace. No button error alarm noted. Insulin pump received with cracked case at display window corner and cracked reservoir tube lip.